Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008. Since the implantation of mesh device, the patient has experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. Since the implantation of mesh device, the patient has experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele, early void and small bladder syndrome, leakage with laughing, coughing and sneezing. It was reported that following insertion of mesh the patient experienced painful intercourse, incontinence, lower back pain and mild to moderate generalized pain (self diagnosed, has not been able to afford to see a doctor). It was reported that the mesh removal was due to severe cramps, severe pain and mesh exposure. It was reported that after the partial explants the patient feels the wires poking her. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 05/04/2017. It was reported that the patient concurrently underwent anterior repair.

Event description:
It was reported that the patient concurrently underwent anterior repair.